Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken, and the lead were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The report of ineffective stimulation was confirmed. Analysis of the paddle lead found a kink on the outer tubing on each of the lead tails where all the internal wires were broken. These fractures are consistent with an overstress condition the lead was subjected to while still in vivo.